Event description:
It was reported that four hours after inserting the intra-aortic balloon (iab), blood was noted in the tubing and backed up into the cardiosave intra-aortic balloon pump (iabp). There was no reported patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded with blood on the interior and exterior of the catheter and between the catheter and the sheath. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 26.7cm from iab tip. Additionally a second kink was found on the catheter tubing approximately 58.7cm from iab tip. A portion of the extracorporeal tubing was cut from the iab and not returned. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed causing reported problem. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).